Event description:
As reported by the equinoxe shoulder study, during an initial total shoulder replacement the patient experienced an intraoperative greater tuberosity fracture during dislocation. The glenoid was removed and the patient was converted from a total shoulder arthroplasty to a reverse total shoulder arthroplasty. The outcome is considered to be continuing.

Manufacturer narrative:
D10: 300-30-11 - equinoxe preserve stem 11mm 6860297. 320-15-02 - rs glenoid plate sup aug, 10 deg b545700. 320-15-05 - eq rev locking screw b795014. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm b749644. 322-10-05 - humeral adapter tray, +5 b592054. 322-38-00 - 145-deg pe 38mm hum liner +0 b772042. 320-06-38 - glenosphere 38mm b517773. 320-20-00 - eq reverse torque defining screw kit b812104. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b806831. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b807143. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b807166. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b807167. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b816728. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.